Event description:
A medtronic rep reported that while in a shunt placement procedure, using axiem, the tracking disappeared in 3 of the views and only appeared in the 3d view. Attempted cycling views with no change. This did not affect the outcome of placement. The procedure was completed with the use of the stealthstation s7 system. There was no impact on pt outcome.

Manufacturer narrative:
Software logs evaluated. No abnormal findings in the logs. Software behaving as designed. Most likely explanation for reported behavior is that the user took the probe out of tracking view of the anatomical views, but probe was still within range of 3d view.

Manufacturer narrative:
No parts of files have been received by the MFR for eval.